Event description:
It was reported that during the procedure the first peek (t1) was placed and when the second peek (t2) was fired it was observed that it did not fire, it was removed and it was evident that the other peek was not there. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a medial and lateral meniscal suture, the first peek (t1) was placed and when the second peek (t2) was fired it was observed that it did not fire, it was removed and it was evident that the other peek was not there. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The depth gauge tube has been placed backwards onto the needle assembly. The t1 was cut from the suture and not returned. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator cycled the t2 off the needle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Based on this investigation, the need for corrective action is not indicated. H11: h2: corrected data on: b5.